Event description:
It was reported that during evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 13:13:25. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The disposable set was not returned to baxter, precluding any evaluation of the cassette. The lot number was not provided, so no batch review could be performed. Therefore, a root cause was not determined. If additional relevant information is received, a follow-up will be submitted.